Event description:
It was reported that the pt developed diaphragmatic stimulation and loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal. Visual inspection of the lead found the outer insulation and the inner coiled were damaged at several locations. The damages found on the lead are consistent with that occurring at the time of explant.